Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total robotic gastrectomy, roux-en-y reconstruction, jejunal feeding tube placement, d2 lyphadenectomy, and esophago-gastroduodenscopy, while they were using a circular stapler with an anvil, the plastic ng-tube part of the anvil came off together with its metal part. When the plastic part was passed down the esophagus, the metal part of the anvil was lodged in the pharynx. The metal anvil still had its green safety suture attached and anesthesia was used as well as a laryngoscope to view and dislodge the metal anvil.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.